Event description:
It was reported that during a right acl reconstruction, the fluted tip of the low profile reamer broke off in the patient. One piece was able to be retrieved arthroscopically. The second piece required a lateral incision to perform an arthrotomy to retrieve. The case was complete using another reamer. No further issues have been reported to date related to this incident.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One small fragment returned for evaluation, the rest of the device was not returned. The device fragment met all material specifications received. The evaluation of the returned fragment revealed a fracture with rough surface and little deformation. The most likely cause of this event is metal mechanical fractures as a result of bending stress, device being hit against other metal devices, prying/leveraging the device during use and/or due to metal fatigue as a result of the device repeated use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.